Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: during testing, the display screen was found to be dim and discolored. Additionally, evaluation revealed that the battery compartment was cracked at the case seal. Unrelated to these malfunctions, evaluation revealed that the internal clock battery was leaking and was unable to hold a charge. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. Additionally, investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/17/2014.